Event description:
A customer contacted beckman coulter inc (bec) reporting a leak (10 mls) of blood around the blood sample valve (bsv) contained within the unicel dxh 800 coulter cellular analysis. The leak did not affect any critical components. The operator was wearing personal protective equipment (ppe), consisting of a lab coat and gloves. There was no death or injury and no change to patient treatment associated with this event. Patient results were not affected and that were no discrepant results reported.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2012 for this event. The fse found the nucleated red blood count (nrbc) chamber overflowing on to the instrument. The fse replaced nrbc chamber which resolved the issue. Service activity was verified to meet specified requirements per established procedure. Results met published performance specifications. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).